Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Further functional testing was performed in dynaglide mode using the test rotawire and a test wireclip torquer. During testing, the wire was able to advance and retract within the device with no resistance or issues when the device was rotating in dynaglide mode. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, there were no damages identified to the returned device that would be evident of a stuck rotawire, and the device was able to function as expected with the test rotawire during rotation.

Event description:
It was reported that the burr became stuck with the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive was selected for use. The rotapro was prepped and platformed at 190,000rpm outside the patient. During the procedure, upon insertion of the device, it was noted that the burr got stuck with the rotawire. The stuck could not be released so the rotapro was removed from the patient's body together with the rotawire. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that the burr became stuck with the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive was selected for use. The rotapro was prepped and platformed at 190,000rpm outside the patient. The during the procedure, upon insertion of the device, it was noted that the burr got stuck with the rotawire. The stuck could not be released so the rotapro was removed from the patient's body together with the rotawire. The procedure was completed with a different device. No patient complications reported.